Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a subclavian transcatheter mitral valve replacement procedure to implant a 29 mm sapien 3 ultra resilia valve into a pre existing surgical annuloplasty ring, the delivery system could not be advanced through the 16 f esheath+ and the valve had a bent strut. During the procedure, there was no difficulty inserting the esheath and the esheath was not inserted at a steep angle. However, due to using right subclavian vein access, more sheath was outside of the body than customary. The delivery system with valve became stuck in the middle of the fully expandable portion of the esheath. Resistance seemed to be more than usual prior to the system coming to a complete stop. It was then noted under fluoroscopy that a strut was bent up at a roughly 90 degree angle to the normal plane. The system was removed as a single unit. A new system was prepared and successfully deployed. There was no patient injury and the patient was in stable condition following the procedure. The cause of the event was unclear. The esheath was returned for evaluation and upon visual inspection a liner tear and liner strand were observed.